Event description:
Same case as MFR ID # 2134265-2012-01953. (B)(6). It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 3.5x32mm, 90% stenosed target lesion was located in mid left anterior descending (lad) artery. The lesion was pre-dilated and a 3.5x32mm taxus liberte stent was implanted in the lad. A 3.0x20mm taxus liberte stent was opened and prepped for use, it was noted that the stent felt "sticky". The device was not used and the procedure was completed with another 3.0x20mm stent and post-dilated resulting in 0% residual stenosis. There were no patient complications reported. Angiography revealed a linear dissection on the distal end of the first deployed 3.5x32mm taxus liberte stent. The 3.0x20mm promus element was deployed to cover the dissection. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).